Event description:
Patient with ot ultra meter complained of missing lcd segments. Patient did not suffer an adverse event but could not use the meter since missing segments may lead to a display of inaccurate results.